Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at the time of the incident was in range of 50 to 79 mg/dl which was treated with food. Customer had issues with low and high blood glucose. Customer's fingers were getting numb with shakes. Customer was using insulin pump within 48 hours of low blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer gets the shakes with hypoglycemia and used 2515 for shaking" as per medical safety.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5 , h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.